Event description:
Upon removal of the catheter,the distal balloon of the trellis did not deflate. When the catheter was pulled back through the sheath, the balloon separated. The separated balloon catheter came out adhered to the wire.